Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon did not completely deflate. The lesion being treated was a non calcified proximal right coronary artery (rca). Using a forte guide wire and mach 1 6 fr fr4 guide catheter, the physician placed a taxus express2 8.8% 3.5 mm x 12 mm stent in the rca. The physician did not predilate the lesion. As the physician attempted to advance the balloon to the lesion site, the guide catheter backed up into the aorta. The physician was able to re-seat the guide in the rca. The balloon inflated extremely slow, however, the stent was deployed well. Upon deflation, about 20% of the balloon remained inflated. The contrast medium of the inflated portion of the balloon was visible under fluoroscopy. The physician was unable to withdraw the balloon by force. The physician had to deep-seat the guide to capture the balloon. As the unit was being removed, the inflated portion of the balloon remained outside the end of the guide catheter, however it was removed intact. The physician then re-crossed the stent with another wire and post-dilated the taxus stent. There were no pt injuries related to the balloon's incomplete deflation. The final condition of the pt is listed as good.